Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, the stapler was not able to fire. The stapler was catches during clipping and the thread was loose. They replaced the stapler to resolve the issue and in order to complete the case. No patient injury noted.